Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a burning sensation, a shocking or jolting sensation and pain in the pocket on the left side of her body and into the hip area. The shocking or jolting sensation was at the device location. The symptoms began following a revision surgery. It was noted the patient did not have the above symptoms before the surgery. The company representative confirmed there was no allergy or infection. If the patient had stimulation on for a long period, it took her longer to recover from the above symptoms then when the stimulator was turned off. It would typically take the patient a day to recover. The patient was placed on anti-inflammatory medication for to this issue. It was unknown whether palpating caused stimulation changes. The patient had programming of 5 seconds on, 30 seconds off. Additional information has been requested and will be made as follow up as it becomes available.